Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 other dissimilar complaint for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second needle implant: 1221934-2015-10120. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second needle implant: 1221934-2015-10120 (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a knee/meniscus repair procedure two of the customer's omnispan meniscal repair system with 12 degree needle loaded fine but when inserting the implants of both device, both implants pulled out and would not hold. The sales rep stated that new holes where creating each time when trying to insert the implants and that the holes were 2-3cm apart of each other. The sales rep reported that the surgeon completed the procedure with a third like device successful between the first and second hole. The sales rep reported that there were no patient consequences but there was over a 30 minute delay in the case. The sales rep stated that the devices were discarded.